Event description:
A customer contacted beckman coulter inc. (Bec) reporting that there was a small clear liquid leak on the right side of the coulter lh 750 slidemaker analyzer that was contained within the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There was no impact to patient results.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and found that the quick disconnect (qd9) was leaking. The fse replaced the qd9 and verified operation. Per labeling, lh750 operators guide pn4277249 beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).